Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used during a endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the device was advanced into the common bile duct; however when the stent was attempted to be released, resistance was met and the guide catheter stretched and broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. No other damage was reported to be noted to the device. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used during a endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the device was advanced into the common bile duct; however when the stent was attempted to be released, resistance was met and the guide catheter stretched and broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. No other damage was reported to be noted to the device. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The delivery system and stent were returned for evaluation with the stent detached from the delivery system. Visual evaluation revealed the suture to be intact and attached to the push catheter. The push catheter was found buckled and the suture hole of the push catheter was torn. The guide catheter was found stretched and broken. The broken guide catheter was found stuck on a guidewire and could not be removed due to stretched guide catheter. No visible damages were noted to the guidewire. The push catheter working length was cut to retrieve the broken distal piece of the guide catheter. A kink (suture impression) was noted in the distal end of the guide catheter, indicating the suture embedded inside the guide catheter during the attempted deployment. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient age and weight are unknown. It was reported the patient was over 18 years old. (B)(4) for the reported event of guide catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.